Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported flow rate error, which was reproduced as an under infusion. A flow rate inaccuracy greater than 10% was found at 40, 100, 400, 800 and 999 ml/hr. The device investigation found that the upper and lower valve and travel were out of specification and the upper and lower fingers were sticking. The internal door hardware was replaced. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced an underinfusion during flow rate testing. There was no patient involvement.